Event description:
It was reported that the device was found in backup mode following after an MRI scan, resulting in loss of high voltage therapy. No intervention was performed; the patient was stable and there were no adverse consequences.